Manufacturer narrative:
Additional information: h6 medical device problem code & b5 due to the customer providing updated event details. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay 2.0 performed on (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). On (B)(6) 2023, the first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3: device discarded, single-use device.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). Additional testing was performed on an unknown date and generated negative results (type of test unknown). No additional patient information, including treatment and outcome, was provided.